Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the full height cubie drawer number two had failed. A field service engineer (fse) found no light emitting diode (leds) illuminated on the pyxibus module controller. Fse performed a field test on the drawer controller and passed and then replaced the pyxibus module controller. Fse after power up, the leds illuminated and the station booted normally, updating firmware as designed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 2 not detected on bus, which located on fg ir. The customer attempted to recover failed drawer and rebooted the station as troubleshooting step, but the issue persisted. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.